Manufacturer narrative:
The zoll catheter was returned to zoll on 01/31/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and an intravascular temperature management was needed. A zoll icy catheter was inserted into the left femoral vein. Three hours after the therapy was initiated, the saline bag was noted to be empty. No liquid was observed on the floor or around the system. The catheter was replaced to continue with the therapy. No patient consequences reported.

Manufacturer narrative:
The reported complaint was confirmed. Evaluation of the returned catheter found a leak at the connection between the shaft and manifold. During the visual examination, no other physical damage was found. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of related complaint for this catheter lot number 76505.